Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number:n o further information is available. When was the needle was easily detached from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient. No further information will be provided. No product available for return. Note: events reported on: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and suture was used. During use, the needle was easily detached from the suture. These were control release needles. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.